Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot device history reviewed: 1 unrelated non conformance on this batch. Micro and sterility tests passed. Review of the device history records did not reveal any related deviations or anomalies. The investigation could not draw any conclusions about the root cause of the reported event, however, if moisture has affected the cement powder, especially gentamicin-loaded cement, this can cause agglomeration of the powder in the pack and affect the mix characteristics of the cement.

Manufacturer narrative:
(B)(4). Trade name - gentamicin sulphate, active ingredient(s) - gentamicin sulphate, dosage form - powder, strength - 1.0g active in our cements. Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibial component at cement to implant interface. Depuy cement was used. It was also reported that bilateral knee revision was done due to both tibia were debonding from cement. Doi: (B)(6) 2015, dor: (B)(6) 2019, right knee.